Event description:
It was reported that the patient presented for a post-implant device check. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. Programming changes were made and the patient would be monitored. There were no patient consequences.